Event description:
It was reported the monitor was only showing a portion of the image. The issue was found during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Customer indicates that the serial digital interface signal from the cv-190 was connected to the 12 serial digital interface input port on the monitor, tac advised the customer that this is incorrect, it should go to the 3g serial digital interface high definition/sd input on the back of the monitor. Troubleshooting was able to solve the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.